Event description:
The customer stated a pt generated a false negative result on the architect stat b-hcg assay. The pt generated an initial result of >1.2miu/ml on architect but was positive on the savonnette method. When the sample was retested on architect, a result of 230.33 miu/ml was obtained. The pt previously generated a result of 36,403 miu/ml. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.